Event description:
Company representative reported "the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff." (B)(4).

Manufacturer narrative:
Clarification to h.6. Component code: the unit is a donut-shaped pessary and the complaint is against the material stiffness. Investigation: distribution history the complaint product was manufactured at csi in march 2020 under work order (B)(4). Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review; a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: quality engineering, manufacturing, marketing, and product surveillance conducted an investigation into the recent complaints regarding the hardness and rigidity of the pessary product line. There have been no specification changes in the last 2 years. Returned product from historical complaint investigations and sample product from finished goods inventory were evaluated and the reported condition could not be duplicated. The products were found to meet all approved release specifications. It should be noted that this product was originally manufactured for coopersurgical by a supplier (eis) until mid-2017. Manufacturing was moved to coopersurgical and validated in november 2017 (val-16-0219) using a new silicone supplier. It is suspected the customer noticed the current production pessary was slightly harder than the previously received supplier pessary. It should also be noted that the current silicone supplier provides certifications on every shipment with durometer hardness testing per astm d2240 which verifies durometer specifications are met (see attachments for certs over the past year). Based upon an analysis of historical returned/complaint product, stock product, DHR review and certificates of conformance, the reported complaint condition could not be confirmed. Corrective action: engineering project has been requested to determine if customer observations with regard to pessary durometer warrant further product enhancements.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the condition reported .

Event description:
E-complaint- (B)(4). Report forwarded by customer service trumbull- the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. Additional complaint in ref. To e-complaint- (B)(4). Donut pess 3-1 2 in no 6 mxpdo06 e-complaint- (B)(4).